Event description:
During image guided removal, the double lumen peripherally inserted central catheter (PICC) line located in the right saphenous vein fractured and 4.5cm of the catheter was retained in the patient. No harm to the patient.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: this complaint could not be classified as we did not receive a sample for evaluation and no further detailed information, such as the duration, disinfectant used, medication and syringe size used. From previous complaints we learn of various possible causes of this failure. In most cases, the catheters had then been in place for a longer period and fibrin deposits had formed along the catheter tube, making it difficult or impossible to remove the catheter. Fibrin formation can occur in very rare occasions and can have various reasons: allergic patient reaction to latex if latex gloves (even unpowdered ones) are worn during insertion. Allergic patient reaction to pur (in very rare occasions). Poor/unfavourable catheter placement, so that the intima is irritated by catheter movements. The presence of hospital bacteria (on the catheter tip). In case of recurrence (before decontamination of the sample) the catheter tip should be examined in the laboratory batches history records were reviewed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked followed by an incoming goods inspection and two 100% visual tests after packaging is carried out. This is the first complaint for the involved batches 8084421 and 8093927 and the very first complaint regarding a snapped catheter on code 4g07125223 during removal process. No further corrective action initiated by quality management as due to the missing sample, no root cause analysis can be made. Corrective action: without the sample and further information, the cause of this issue could not be determined. Therefore, no corrective action will be initiated at this time. This failure will be monitored for future actions.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). The complaint investigation is currenting in process, and the results will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
During image guided removal, the double lumen peripherally inserted central catheter (PICC) line located in the right saphenous vein fractured and 4.5cm of the catheter was retained in the patient. No harm to the patient.